Event description:
It was reported that an ilet pump experienced a screen delamination, and a replacement device was arranged. Customer care provided support that included device replacement logistics. Investigation of this case revealed a device component issue traced to the display and consistent with a component failure. No clinical signs, symptoms, or injury reported during the event outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was loss of or failure to bond within the display assembly.